Event description:
A customer contacted beckman coulter inc (bec) to report an ongoing problem with caps on the sarstedt edta specimen tubes that were being pushed in by the unicel dxh 800 coulter cellular analysis system sample needle causing blood to spill from the tubes. The customer indicated that this has been occurring daily on 10 to 20 samples on a workload of 1500 to 2000 samples per day for the last 3 weeks. The operators routinely wear full lab coats and gloves, but no eye protection. There was no reported exposure to open wounds or mucous membranes and the operator did not seek medical attention. Material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. There was no reported impact to patient results. There was no death, injury, or an effect to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Review of the bec records finds no on-site service associated with this event. There is an ongoing investigation at bec for sarstedt tube tops being pushed in during specimen processing on the dxh 800 system. The cause of the leak is attributed to stoppers of the sample tubes being pushed in by the dxh sample needle. (B)(4).